Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the output connector was broken on the external pulse generator (epg). The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the ventricular output connector locking latch was dented and deformed. It was also noted that the heart lead flex was out of specification, the battery flex was contaminated, the upper case was broken, the lower case was contaminated, one side bail cover was broken, the lead flex cover was contaminated, the battery contacts were compressed, the battery drawer was contaminated and the encoder flex was out of specification.